Event description:
The pressure wire was unable to maintain a normalized pressure and possibly gave us faulty flow reserves in lad artery resulting in stenting. Replaced it with another wire and obtained adequate readings with the new wire.